Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise with non-sustained ventricular tachycardia (nsvt) episodes. The lead had high out of range impedance with a confirmed fracture. The lead was programmed off. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.